Event description:
It was reported that pump touchscreen froze and did not respond, so customer could not interact with pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer attempted pump reset without success, then switched to multiple daily injections for insulin delivery while technical support arranged shipment of replacement pump under warranty, confirmed address and delivery details, instructed customer to place malfunctioning pump in storage mode and return it within specified time using provided materials, and advised customer to enter pump settings and reconnect continuous glucose monitor on replacement pump.